Manufacturer narrative:
This report is being submitted to supplement an initial MDR mailed on 3/13/2026 due to a temporary system outage affecting the manufacturer's complaint handling system. Although this report is being submitted as an initial report due to system limitations, it is intended as a follow-up report to the previously submitted paper MDR (3020347218-2026-paper-04). The suspect device will not be returned to the manufacturer. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined the patient's deterioration was likely the result of inadvertent clot embolism. The device labeling includes distal embolization of blood clots as a possible adverse event/complication. Manufacturer reference number: (B)(6).

Event description:
On (B)(6) 2026, a 60-year-old female patient underwent a thrombectomy procedure using the clottriever system of devices. After completing the first pass and cleaning the clottriever catheter, the patient deteriorated. Percutaneous cardiopulmonary support (pcps) was initiated and the patient's condition improved. Contrast enhanced computed tomography (CT) imaging revealed a mild pulmonary embolism (pe) the following day, the patient was weaned off pcps. Three days following the procedure, the patient was transferred to a general ward and began rehabilitation. One week following the thrombectomy, CT imaging showed remarkable improvement in both the patient's dvt and pe. The patient was scheduled for discharge on (B)(6) 2026.